Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent transabdominal robotic surgery and laparoscopic transanal total mesorectal excision for rectal cancer between september 2018 and april 2020. For low anterior resection, an end-to-end anastomosis was performed with a circular stapler. Either an stapler (25mm 4.8mm staples) or a other stapler from other manufacturer were used. There were 6 patients in the study and 4 patients underwent a stapled anastomosis. One patient in the stapled group had an anastomosis leak and was treated with ultrasound and computed tomography-guided drainage and antibiotics. Other complications not related to the device included: urinary retention and ischemic colitis.

Manufacturer narrative:
Title: transanal total mesorectal excision and transabdominal robotic surgery for rectal cancer: a retrospective study source: annals of medicine and surgery 70 (2021) 102902. If information is provided in the future, a supplemental report will be issued.